Manufacturer narrative:
Additional information has been provided in d.9.,h.3., h.6., and h.11. The lens was returned in a plastic tube. Blood and solution was dried on the lens. The lens was cleaned with klrp for further evaluation. The lens was allowed to dry. A power and resolution test was conducted by an engineering tech and the lens met specification for a 15.0 diopter lens. Product history records were reviewed and the documentation indicated the product met release criteria. The file indicated the use of a qualified cartridge and handpiece with a non-qualified viscoelastic. The product investigation could not identify a root cause for the reported complaint. A power and resolution test was conducted with the explanted lens. The lens met specification for a 15.0 diopter lens. Information was provided that the company 15.0 diopter (add power plus 2.2/3.2) lens was replaced with a non company, 14.0 diopter, monofocal lens model. Additional information was provided that the patient had a pre-existing retinal tear and pvd. Due to the exchange of a multifocal lens to a monofocal lens, this may suggest that the replacement lens model was an improved choice for the patient's vision needs. No additional information has been provided at this time. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Event description:
A non health care professional reported that following an intraocular lens (iol) implant procedure, the patient experienced blur at distance and near with glare and halos. Clinical reason being mentioned as glare/haloes/dysphotopsia/blur associated with edof iol (extended depth of focus intraocular lens). The iol was explanted and exchanged for an non company monofocal lens following the secondary implant procedure. There was no impact to the patient. Additional information has been requested. There are two medical reports associated with this patient. This file belongs to right eye.